Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Bone resorption visible on the x-ray . Customer attempted to rescue the implant by a bone grafting procedure. This is to be considered a unplanned surgical procedure and is hence considered serious and FDA reportable. Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. This is a known inherent risk of the device. We will continue to track and monitor the trend.